Event description:
It was reported that this event happened in the cath lab. The cardiologist connected the one-way valve to the male luer on the short driveline tubing and slowly aspirated for vacuum. He then removed the intra-aortic balloon (iab) slowly from the tray with "parallel position" according to the instructions for use (IFU). After confirming the catheter was wrapped, he inserted the catheter through the sheath. All the steps were performed per the IFU. Placement was checked by fluoroscopy. Under fluoroscopy they determined that the distal portion of the iab (below left subclavian artery) was not unwrapped. He tried to manually inflate the iab by attaching the syringe; however, the dital portion still would not unwrap. The catheter and sheath were removed and another iab was inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.